Event description:
It was reported that oversensing occurred and the lead was explanted and replaced. No patient complications have been reported as a result of this event. Patient also reports being shocked 8 times.